Event description:
The customer contact reported the device did not deliver a bolus dose. The device was returned to the biomedical department by a nurse with a report that the device not deliver a bolus dose when either the bolus button on the top of the device or when the button on the patient bolus cord was pressed. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a bolus dose when either the bolus button on the top of the device or when the button on the patient bolus cord was pressed. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing by delivering a bolus dose when the bolus button on the top of the device and when the button on the patient bolus cord were pressed. Testing was conducted using a test bolus cord. Based on data verified, hospira could not attribute the issue to the device. The pump history was downloaded at the service center. A review of the pump history found that on the reported event date of (B)(6) 2011, the pump was not powered on; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.